Event description:
There was no reported patient impact associated with this complaint. The patient's mother contacted animas alleging the pump was not displaying the correct amount of insulin. The patient's mother reported that after performing the rewind and load steps, the insulin remaining displayed on the pump was extremely different than the actual amount of insulin in the cartridge. The reporter informed customer support that she always uses 100 units in each cartridge and for the past 2 weeks she noticed that the pump displays amounts over 100 units. The patient's mother stated the pump would read 152, 160 or 168 when the cartridge was only filled with 100 units. At the time of the call, the reporter informed customer support that sometimes the pump displays the correct amount after multiple rewinds and loads. The alleged issue remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump performed the rewind, load, and prime successfully with no alarms. A force sensor calibration test was performed and the pump was found to be correctly detecting force. Unrelated to the complaint, the display screen was found to be dim.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. There was no defect found.